Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: the procedure was laparoscopic colectomy. No bleeding and no tissue damage occurred. The patient is stable.

Event description:
It was reported that during a laparoscopic colectomy, some deployed staples at the outer line of one side of the cartridge were unformed during use. The staple height was gold. Another device was used to complete the case. There was no bleeding, tissue damage, or any adverse consequences to the patient. No further information is available.